Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: level b investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2; occurrence: unable to perform complaint lot history check cannula breaks off during use due to unknown lot number. This is an mds product, risks, hazards, and harms are captured under the umbrella of risk management document (B)(4). Investigation summary: no samples (including photos) were returned, therefore, the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review for cannula breaks off during use due to unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device, and reported condition will continue to be tracked and trended. Information will be captured on trend reports, and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation, and no CAPA is required at this time.

Event description:
It was reported that syringe 1ml s/t u100 25g 5/8in needle broke off inside the patient during use. The patient was able to remove it. The following information was provided by the initial reporter: material no.: 329651; batch no.: unknown. It was reported that consumer injected her stomach and the needle stayed within her site after injection. She was able to remove needle with a sewing kit tool.